Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the ventricular channel. This resulted in inappropriate anti-tachycardia pacing (atp) and multiple electric shocks due to an atrial driven arrhythmia. Boston scientific technical services (ts) was consulted and discussed programming options as well as medication options. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
Corrected fields: b5 describe event or problem model and serial number of the reported lead have been corrected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel. This resulted in inappropriate anti-tachycardia pacing (atp) and multiple electric shocks due to an atrial driven arrhythmia. Boston scientific technical services (ts) was consulted and discussed programming options as well as medication options. No additional adverse patient effects were reported. At this time, this device system remains in service.